Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. During a normal repair service a rondo 3 control unit with a cracked device housing and leaking battery was discovered. According to the rrf the device has an optical damage and was part of a patient support package.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. During a normal repair service a rondo 3 control unit with a cracked device housing and leaking battery was discovered. According to the rrf the device has an optical damage and was part of a patient support package.